Manufacturer narrative:
The pump was not returned to animas. If the pump is returned to animas, an evaluation will be conducted and a supplemental report will be filed. Insulin delivery settings were reviewed and confirmed as accurate. The pt's health care professional was aware of the pt's elevated blood glucose levels prior to hospitalization and increased the pt's basal insulin rates just prior to hospitalization. The pt is advised to continue to review the pump's insulin delivery settings. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.